Event description:
Spontaneous nurse practitioner (B)(6) from md office reports patient¿s mother states that the patient¿s catheter only lasts 2 ¿ 3 weeks, and that it appears to be leaking often. Patient is also getting nodules at their sites frequently. Per suggestion, patient¿s site was changed to their arm, but then per nurse practitioner the catheter appears to leak after a couple of days. Pharmacy currently has patient using the 42¿ cleo tubings (not available for return). Urgent request sent to cnss supervisors to follow up with pt. And/or mother per nurse practitioner request. No other side effects reported. No further information, details or dates provided. Subq remodulin ms3 pt. Reported to (B)(6) by: health professional.